Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to fluid loss and the device stopped inflating. After explant, it was noted that there was no visible sign of wear so the area of the leak is unknown. The ipp was explanted and a new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date added.

Event description:
It was reported that the patient had a replacement surgery with his inflatable penile prosthesis (ipp) due to fluid loss and the device stopped inflating. After explant, it was noted that there was no visible sign of wear so the area of the leak is unknown. The ipp was explanted and a new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.